Event description:
Affiliate reported after implantation approximately 5-6 years ago, it was noted that the valve was broken. As a result the device was replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was determined that the device returned for investigation was that of product code 82-3164 and not that of 82-3100 as initially reported by the customer. It was also noted that the stator was dislodged. Therefore the cam position/pressure could not be determined. Upon further investigation it was found that the valve casing was cracked and a bump mark from the cam mechanism was also found on the valve casing, this is consistent with the theory that the device may have sustained some form of impact causing the condition reported by the customer. A review of the history device records confirmed the valve conformed to the specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.